Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. Symptoms reported include an abscess, fever, chills and pain. The patient was hospitalized and required surgery for pocket of infection. Patient remained hospitalized at the time of reporting and despite good faith attempts to obtain further details, no additional information was provided.